Event description:
The customer reported that the device jaws could not be re-opened. The site contact was not able to provide add'l details regarding the device or incident. There was no reported pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.